Manufacturer narrative:
Additional information was received that the patient was doing great postoperatively. It was noted that the ipg was at the end of its life. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was unable to hold its charge. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients ipg was unable to hold its charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was unable to hold its charge. The patient underwent an ipg replacement procedure.